Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery depleted set alarm. The root cause of the reported condition was determined to be user error resulting in depleted main batteries. The main batteries were replaced to resolve the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device will not be returned to baxter, as it was evaluated and repaired on site by a baxter (B)(4) service technician. Baxter's investigation is still on-going. A follow-up report will be filed once it is completed or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, interrupting delivery. It is unknown in which care area it occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is unknown. No additional information is available.